Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
A user facility nurse reported during treatment a fresenius combiset bloodline began to leak about 15 minutes into therapy. The leak was not noticed during machine priming. The leak was identified as being adjacent to where the disposable connected to the machine blood pump. A patient was connected at the time of the malfunction, and the patient was taken off the machine. Blood was observed on the side of the machine. A pinhole leak was identified and treatment was discontinued. The blood in the arterial line was returned to the patient; venous blood was not returned. There was no patient harm or adverse event, and no medical intervention was required. The patient lost about 200cc's of blood. The patient was monitored the next few days and was able to resume treatment. No prophylactics were used nor did they patient display any negative symptoms from the blood leak. The product has been discarded and is not available for evaluation.

Manufacturer narrative:
The reported complaint of a combi set blood leak is not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the compliant incident cannot be reached without physical examination of the complaint sample. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Based on this, is concluded the product involved met current specifications. A batch record review was performed and revealed one unit of product was affected from a lot of (B)(4) units manufactured on 05/30/2015, which confirmed the labeling, material, and process controls were within specification.